Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the manufacture date is unknown.

Manufacturer narrative:
As the requested product was not received for investigation, retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed.

Event description:
The customer's caregiver reported the patient received an unknown erratic reading on their blood glucose meter. It was additionally reported the customer injected an unspecified amount of insulin and had a minor stroke. It was also reported the paramedics were called and the customer was reportedly treated with glucose (route of administration is unknown), and also with insulin which is inconsistent with the treatment of glucose mentioned on the same report. No further information about the event is available at this moment. There was no report of death or permanent impairment associated with this event.